Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to heart failure. On (B)(6) 2017, the patient was admitted in the emergency room for hypercapnic hypoxic respiratory failure, encephalopathy, and acute kidney injury with acute decompensated heart failure, possible pneumonia, severe sepsis and questionable gi bleeding. On (B)(6), the patient was in pulseless electrical activity (pea) arrest, which required a code blue. The patient did have return of spontaneous circulation; however, required multiple vasoactive medications and inotropy. Afterwards, the patient's family decided to withdrawal active support and pursues comfort measure only. The patient was placed on adult palliative care and expired on (B)(6) 2017. The system remained implanted.